Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak), (unk cause of endoleak).

Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 3 months ago. Aneurysm and vessel morphology at the time of implant is unk. At the 3 month routine f/u, the CT showed a type 1 endoleak at the proximal neck. The pt has a 1cm neck. A 30 mm talent cuff was placed one month later up to the level of the renals, and a left accessory renal was covered. A 34 mm talent cuff was placed to bridge the 30 mm proximal cuff and the 34 mm main body. No clinical sequelae were reported, and the pt is fine.